Event description:
The customer reported that their olympus hd camera head had a broken lens found during a procedure. No contact information was provided for additional follow up regarding patient and overall event details. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed. There were cracks on the lens and the lens's part of the charged coupled device unit. Additionally, the unit failed the leak test due to a crack on the connector. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the lens and connector were cracked. The root cause of the cracked lens and connector were unable to be identified. Olympus will continue to monitor field performance for this device.